Event description:
It was reported that the patient received inappropriate therapy due to noise. Defibrillation was turned off and the pace/sense portion was connected to the new device. The patient condition was good.

Manufacturer narrative:
.